Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed; however there was a leak/tear on the shaft. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. It should be noted that rx trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca) with no tortuosity, mild calcification and 85% stenosis. A 2.5x20 mm rx trek dilatation catheter was advanced without resistance for pre-dilatation of the rca. Reportedly, the balloon was inflated; however, the balloon could not expand under 10 atmospheres. The dilatation catheter was withdrawn from the patient anatomy and contrast was found coming out of a tear in the balloon. A new same size rx trek dilatation catheter was advanced and pre-dilatation was successfully performed. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, during device preparation, no resistance was noted during removal of the stylet or protective sheath. The device was soaked prior to use and air aspiration was not performed outside of the patient anatomy prior to use. Reportedly, there was no issue or leak noted during preparation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: incorrect prep. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.